Event description:
Customer called to report high (quality control) qc results from the immage 800 immunochemistry system. Customer only provided results for immunoglobulin g (igg) and immunoglobulin a (iga) for three patient samples. Customer stated that the incorrect results were reported out of the laboratory, but that patient treatment was not affected. Customer stated that the laboratory was using new containers of buffer 1 and diluent 1, and that the cuvettes had been recently replaced. The customer technical specialist (cts) assisted customer with troubleshooting via telephone by instructing customer to check the wash head, syringes and mixers. The cts then generated a service request as the issue required onsite service. On the following day, the field service engineer (fse) inspected the instrument and flushed the sample and reagent probes. The fse did not identify any instrument malfunctions and was able to successfully run all quality controls. The fse then verified instrument performance to confirm that the services performed effectively resolved the issue.

Manufacturer narrative:
The root cause of the event is not known; however, it appears that issue was caused by a probe obstruction as the issue was resolved once the fse flushed the probes. Customer has not called back to report any reoccurrences of the issue. (B)(4).